Manufacturer narrative:
The valve was returned for evaluation crimped on the delivery system and partially inserted through the sheath. During visual inspection, valve struts were exposed through the sheath liner. One puncture hole was noted on the sheath. One bent strut was bent outward at the inflow side. All the struts were exposed through the skirt, which is normal after crimping and use. The valve was expanded and after expanding the bent strut corrected itself. The frame was slightly distorted and canted. All the struts remained exposed through the skirt which is normal after crimping and use. Leaflets appear wrinkled and dehydrated, likely due to storage condition during the return handling process. No function or dimensional testing were able to be performed due to the return condition of the device. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and there have been no other complaints associated with each serial number. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided and one bent strut was noted. The sheath shaft had slight curvature, indicating the presence of some vessel tortuosity. The IFU, device preparation training manual, and procedural training manual were reviewed. During delivery system insertion through the sheath. Correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with frame damage during use. To address the issue corrective action / preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to the corrective action, the occurrence rate did not exceed the july 2021 control limit for the trend category for sapien 3 ultra valve (s3u). The risks outlined in the pra remain the same; the pra documents the potential for procedural delay, which did occur during this event. The pra remains applicable and no further action is required. As previously stated, a CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently on control phase. The owner of the CAPA has been notified of this event. The frame damage was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'there was very high push force noted. During advancing the valve through esheath, it was a strut damage visible'. Per procedural imagery review, the sheath appeared to have slight curvature observed within the patient indicating tortuosity within patient's access vessel. Additionally, the excessive manipulation was indicated by the flex tip gouges. The presence of tortuosity can create a challenging pathway during delivery system advancement, and lead to resistance. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. It is possible resistance was encounter during delivery system advancement, and excessive force was applied to overcome the resistance, so the valve strut caught and punctured through the sheath. Subsequently, the push force resulted in the bent struts observed. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Event description:
As reported by the edwards (B)(6) affiliate, the patient underwent implant of a 26mm sapien 3 ultra valve in the aortic position by right transfemoral approach. There was very high push force noted. During advancing of the valve through the esheath a strut of the valve frame appeared visibly damaged. The whole system was removed and replaced by a new one. During pre-decontamination evaluation of the devices a bend in a strut of the outflow of the valve was noted, along with a tear in the sheath liner.